Manufacturer narrative:
(B)(4). Concomitant medical products: 00110901100 ¿ zimmer poly-plug ¿ 61111659; 32833305500 ¿ cpt centralizer ¿ 61034533; 00611005028 ¿ elevated rim liner ¿ 61261861; 00625004525 ¿ trilogy bone screw ¿ 60838358; 00625004525 ¿ trilogy bone screw ¿ 60838358; 00801100228 ¿ cpt modular head ¿ 60919285; 00620005020 ¿ trilogy acetabular shell - 60145485; unknown part - depuy cement - unknown lot. Report source (B)(6). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient presented to surgeon approximately 8 years post implantation and medial osteolysis was found with no medical intervention necessary. Approximately 1 year later patient underwent revision due to pain caused by fracture of the femoral stem component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A cpt stem was returned for review. Visual inspection of the returned stem identified that the stem is fractured approximately 9 cm from the distal tip. Sem analysis revealed that the stem has what appear to be contact artifacts on much of the surfaces. It is possible many of the artifacts could be from the implant retrieval &/or hospital cleaning. The fracture surface shows post fracture damage obfuscates nearly the entire fracture surface, so no fracture analysis could be performed due to these damages. The additional information does not change the root cause of previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays showing that the cpt stem had fractured in the proximal region. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the insufficient proximal bone support resulting from osteolysis. Instructions for use for the cpt hip system states that good proximal bone support is necessary in prevention of stem failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.